Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse power flushed the instrument with hot water and bleached it. The cse inspected all connections on integrated multi-sensor technology (imt) module and aligned it. The cse replaced the peristaltic pump tubing. A siemens headquarter support center (hsc) specialist reviewed the instrument data. Hsc concluded that a preservative or contaminant contained in the urine sample for sample ID (B)(4) impacted the sensitivity and millivolt measurement of the sensor. A low pump rate was responsible for preventing the system from immediately stabilizing after the processing of this sample, affecting 3 subsequent urine quality control runs and was resolved with a service visit and replacement of the peristaltic pump tubing. The cause of the discordant, falsely low sodium result and falsely elevated potassium result was sample specific. In addition, the customer reported flagged results out which is failure to follow instructions. As per the dimension vista operators guide, when "above assay range" flag is obtained: "the result is above the method assay range and is not reported. Check the method IFU to determine if the sample can be diluted. If so, make the smallest dilution possible to bring the result down into the assay range." When "below assay range" flag is obtained: "the result is below the assay range and cannot be calculated. Confirm that there was enough sample volume and that there were no error messages. Follow laboratory specific procedures, which may include rerunning or diluting the sample with one part sample to one part known standard or qc material." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result flagged as "below assay range" and a falsely elevated potassium (k) result flagged as "above assay range" were obtained on one patient urine sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant na and k results.